Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2021. H3: investigational summary: an empty opened foil and a dispensed needle-suture of product code z511g were returned to ethicon inc for analysis. Upon visual inspection of the returned sample, the suture was received with body fluids, damages at the surface, and split suture was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: lot number: unknown: rhmazp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/06/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9 h3 evaluation: investigation summary: an empty opened foil and a dispensed needle-suture of product code z511g were returned for analysis. Upon visual inspection of the returned sample, the suture was received with body fluids, damages at the surface, and split suture was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number no further information is available. Please confirm if this was a suture breakage or suture fraying during use there had been something like a fine split on the suture before use. How was procedure successfully completed? No further information is available.

Event description:
It was reported that a patient underwent an unknown dermatologic surgery on (B)(6) 2021 and suture was used. During the procedure, it was noted that a fine split was found on the suture. No adverse patient consequences were reported. Additional information was requested.